Event description:
Customer states she had a blood glucose result of 186 mg/dl at 09:15 on her advantage system. She took 15 units of humalog and ate. While at work, at 12:00 she had a result of 242 mg/dl and began sweating, and not comprehending what people were saying to her (low blood symptoms). Employees working with the customer gave her juice, soda and pie; she did not re-test on her meter. At 12:30 the customer tested her blood glucose with a customer's meter and the result was in the 30's (mg/dl). Five-ten minutes later emergency medical technicians (emts) were called and the customer's blood glucose result on their meter was in the 40's (mg/dl). The customer was treated with a glucose IV and taken to the hospital. The customer's blood glucose result at 13:15 on the hospital meter was 60 mg/dl and she was treated with glucose IV and food. She was released around 19:30. No quality controls used. Requested return of suspect device and replacement was sent. Advantage meter. Comfort curve test strip lot number 549212, expiration date 10/31/2007.

Manufacturer narrative:
The suspect product is the comfort curve test strips.